Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose level was above 670 mg/dl. Customer experienced symptoms such as extremely dehydrated and tested positive for ketone. The customer was treated with fluids and insulin shots. Customer constant calibrations or insulin flow was blocked. It was unknown if customer used auto mode feature at the time of event. The insulin pump will not be returned for analysis.